Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm that the account has been notified of the recall? What was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? How long after procedure did the patient return? What was observed upon examination? Were there any issues with stapler formation identified at any point throughout the care of the patient? What was the estimated volume of blood loss (ml)? How was the bleeding treated? Did the patient require a blood transfusion? What is the current status of the patient? Is the device available for return?

Event description:
It was reported that the surgeon reported that had a case of important bleeding in the post-operative, after hemorrhoidectomy procedure using the pph03. The patient returned to evaluation in the emergency. Now, patient is well.